Event description:
The manufacturer received a voluntary medwatch (mw5104678) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5104678) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged to develop spot on thier lung. The patient required surgery in response to the reported event. After the first attempt to have the device and components returned for evaluation, customer stated not interested to communicate . The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.